Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #8 was removed due to angulation. Lab was unable to restore implant due to angulation. Remove, graft & replace.